Manufacturer narrative:
Additional information: the doctor's office was unable to confirm the patient's report. On (B)(6) 2017, the patient's last visit, there were no other ocular surgeries. The patient was using plaquenil in the left eye. The patient's post-op visual acuity was 20/20. Claim #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -7.0 diopter, in her right eye (od). The patient reported small yellow spots on her eye and there was no vision loss. The lens was implanted on (B)(6) 2012 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.